Manufacturer narrative:
Investigation: per the customer, during the 1st tpe performed on (B)(6) 2016, the plasma was a cherry red color. The plasma on the second tpe on (B)(6) 2016 was tea-colored, indicating hemolysis possibly caused by the patient's disease state. The run data file (rdf) for the procedure on (B)(6) 2016 was analyzed. At 11 minutes the system triggered the 'cells were detected in plasma line from centrifuge' alarm. This alarm occurred two more times before the operator selected to disable the red blood cell detector and continue with the rest of the tpe procedure, which was completed successfully. Signals in the rdf indicate there was never any spillover of rbcs into the plasma line that could explain the decrease in the patient's hematocrit. Based on the information available in the run data files, the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after a therapeutic plasma exchange (tpe) procedure, a pediatric inpatient's hematocrit decreased from 36% to 20%. Per physician's order, prior to a 2nd tpe procedure, transfusion of red blood cells (rbc) was given to the patient. A 2nd tpe procedure was performed the following day. The patient's hematocrit decreased from 36% to 20%following the second procedure, as well. The patient is reported in stable condition. The customer declined to provide the patient's identifier. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per terumo bct's medical review, the device did not cause or contribute to this incident. Updated root cause: a definitive cause for the drop in hematocrit could not be determined. However, analysis of the device performance and systems showed that it had performed as intended, and in the absence of a documented device malfunction or failure that would result insubstantial red blood cell (rbc) spillover into the plasma bag, the rbc loss that occurred during both tpe procedures most likely resulted from the ongoing and unresolved dic secondary to sepsis and the patient's undisclosed underlying condition, and was not caused by the spectraoptia.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive cause for the drop in hct could not be determined. Based on the analysis of the procedural files, the patient's known medical conditions, and the notion that their disease state caused the hct drop, it is possible that disease-caused hemolysis contributed to the decrease in hematocrit.